Event description:
The customer reported the system was giving multiple calibration errors. The fe reported the system was unusable. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The calibration files were reloaded. The system was tested and found to be working as intended and returned to service.